Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of short battery life with sudden voltage drops. During testing, all of the pump current draws were above specifications. The cgm connector was unplugged from the printed circuit board, and the current draws returned within specifications. An intermittent connection in the cgm module was found due to a cold solder connection on a pin. The pin was re-soldered, and the cgm module functioned properly on the printed circuit board. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.